Event description:
Surgeon attempted to use device and it would not work. Generator signal instructions were to tighten hand piece - then, adjustment - then, replace disposable device.surgeon replaced device, generator and device functioned appropriately with replacement.